Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Wireless recharger (wr) the reason for call was over the weekend their wireless recharger was done and did not work. There was no lights or nothing on the wireless recharger. Pts manufacturer representative (rep) said to call in for a new one. Pt had not charged their back in 3 days. Troubleshooting was unable to be performed as pt did not have the charging dock present. Agent reviewed to have all equipment present. Pt got mad and said they wish they never got it. Pt disconnected the call. No symptoms were reported. Patient called back stating they need a new recharger. Patient repeated how the recharger was not working at all and does nothing. Patient stated recharger would not light up, but the green light was on the charging dock, they checked the cords and changed outlets. Patient stated they have now been without stimulation for a week and are in pain. Agent offered to troubleshoot with patient, but patient became escalated and stated they are at work without equipment and refused troubleshooting later with equipment. Patient stated they contacted their rep but they have not heard back. Patient became more escalated and said they were going to call doctor and have stimulator removed. Patient then started swearing, so call was disconnected before agent could confirm healthcare provider. Patient called back and repeated previously documented information. During the call patient tried to turn on the recharger but nothing happened. Patient put the recharger on the recharging dock and there was green light on the recharging dock. Patient press the power button on the recharger and confirmed it did turned on. Agent advised to recharge the ins. Patient turned on the handset and open the recharger app. Patient got no device found. Patient tried it again, place the recharger over the ins and successfully start a recharging the ins. Patient got excellent quality of recharge.